Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. Not returned to manufacturer.

Event description:
The customer reported that a non-reproducible elevated troponin I (access accutni+3) result of 0.059 ng/ml was generated for one patient on the laboratory's access immunoassay system (serial number (B)(4)). The customer indicated that the sample had been reassayed on the same system and results of 0.000 ng/ml, 0.000 ng/ml and 0.001 ng/ml had been generated. The customer reassayed the same sample twice on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and reported that results of 0.00 ng/ml and 0.00 ng/ml had been generated. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change to patient treatment in association with this event. The customer reported that the sample was collected and tested in a 5 ml lithium heparin gel separator tube which was centrifuged at 3000 rpm (rotations per minute) for nine minutes at room temperature. The customer did not indicate any collection, processing or storage irregularities. System performance indicators (e.g. Calibration, quality control, system check) for the analyzer in question were acceptable at and around the time of this event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the analyzer.